Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2021, the subject ICD was attempted twice to be interrogated, without success. After a restart of the programmer, the ICD could be interrogated, but it showed a longevity of 1 year, even though it was implanted in (B)(6) 2020. Thresholds test and other various tests were carried out during this first interrogation. However, the date of the recording of the threshold was displayed in 2011 despite a correct programmer date. The device was interrogated a second time, and the longevity estimation changed to 2 to 5 years. New thresholds tests were performed, but they were displayed dated on 25 october 2030. An error message appeared stating: "the last battery voltage measurement was performed more than 3 days ago. An updated measurement will be displayed 24hrs after the latest capacitor charge." After this second interrogation, a third interrogation took place with another programmer, this time the longevity displayed was 9-12 years. But, the recorded thresholds were still dated in 2030.

Event description:
On (B)(6) 2021, the subject ICD was attempted twice to be interrogated, without success. After a restart of the programmer, the ICD could be interrogated, but it showed a longevity of 1 year, even though it was implanted in (B)(6) 2020. Thresholds test and other various tests were carried out during this first interrogation. However, the date of the recording of the threshold was displayed in 2011 despite a correct programmer date. The device was interrogated a second time, and the longevity estimation changed to 2 to 5 years. New thresholds tests were performed, but they were displayed dated on 25 october 2030. An error message appeared stating: "the last battery voltage measurement was performed more than 3 days ago. An updated measurement will be displayed 24hrs after the latest capacitor charge." After this second interrogation, a third interrogation took place with another programmer, this time the longevity displayed was 9-12 years. But, the recorded thresholds were still dated in 2030.